Event description:
User reported that a power variance shut the ventilator down. It would not restart. Pt was supported with conventional ventilation until a back-up device was available. Pt was not injured.